Event description:
It was reported that the patient was complaining about pain and the sensing was very low. The physician suspected a micro dislodgement. The lead was repositioned

Manufacturer narrative:
Na